Event description:
During a inventory check, the manufacturer sales representative identified that a piece of the spine clamp was missing. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.

Event description:
During a inventory check the manufacturer sales representative identified that a piece of the spine clamp was missing. No patient involvement, surgical delays, medical interventions, or adverse consequences were reported with this event.